Manufacturer narrative:
Other event site telephone: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) turned itself off due to overheating. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported the pump had overheat alarm during use. This has happened several times on this pump in the past, the compressor has been replaced as well as all the filters and temperature sensor, the logs were sent back to the factory and it was suggested that the executive processor board be replaced a new one was ordered and swapped transducers were recalibrated full function check done and no problems seen. All functional and safety checks were passed and the unit was cleared for normal use.